Event description:
It was reported that the patient underwent inflatable penile prosthesis replacement surgery as the device had stopped inflating. The device appeared to be functioning correctly following replacement surgery. There were no patient complications.

Manufacturer narrative:
B3. Actual event date is unknown.